Manufacturer narrative:
(B)(4). Concomitant medical products: 11-363661 36mm cocr mod hd -3mm 482370, unknown biomet integral 180, primary stem 14*180 unknown, unknown zimmer trilogy +3.5 offset high crosslinked liner unknown. The complaint is confirmed based on the surgical op notes that was provided. The acetabular component loosening was mentioned in the surgical notes. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left hip a revision due to pain, infection and acetabular component loosening was noted. No additional information was available.